Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported around the second week of june (specific date not known), she had to be hospitalized for 2 to 3 days with diabetic ketoacidosis (dka). Her blood glucose reached above 25 mmol/l (450 mg/dl). There were two correctional boluses of 5 and 10 units of insulin but bolus did not lower the patient's bg (blood glucose) levels. Pod worn on abdomen for an unspecified amount of time. At the hospital she was placed on an intravenous therapy of insulin and fluids.